Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 1,114mg/dl, with unspecified ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was given unspecified treatment in the hospital by their healthcare provider for diabetic ketoacidosis, pancreatitis, and a large cyst. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.